Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a broken force sensor detected during seating or regular delivery alarm. The customer¿s blood glucose level was 8.9 mmol/l at the time of incident. The insulin pump went unresponsive while clearing the alarm. The display screen was frozen and the time did not advance along with unresponsive buttons. The screen did not change after the battery was removed. The frozen display reoccurred after installing a new battery. The display screen was not completely blank. The customer was unable to clear the alarm. The customer was advised to remove the battery and insert battery alarm was not displayed on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery is found in the downloaded history files due to force sensor zero offset out of spec. (151 mv). Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.